Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery. The 2.75 x 12 mm nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The device was advanced for post-dilatation without issue. The balloon was inflated to 16 atmospheres (atm) for 5 seconds. The balloon was allowed to deflate for 10 seconds, but would not deflate. The nc trek balloon catheter was removed fully inflated, with resistance noted. Several attempts were made to deflate the balloon with the deflation device and syringes, but the nc trek balloon did not deflate. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deflating was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.